Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported patient involvement and harm is unknown.